Event description:
Omron healthcare, inc.300 lakeview pkwy, vernon hills, il 60061. The complaint was closed in our complaint system because the investigation showed no defects. No MDR was issued because there was no indication that serious harm or onjury would come to the user.